Manufacturer narrative:
The peritonitis was manifested by cloudy peritoneal dialysis (pd) effluent, which was noted in the morning of the onset date. On the same day, the patient was diagnosed with peritonitis. It was reported that the patient did not have any break in aseptic technique (no further detail was provided). One day after onset, the patient was hospitalized for the event. On the same day, the patient began treatment for the peritonitis with the previously reported courses of fortum (once a day, intraperitoneally) and the reflin (once a day). One day after being admitted, the patient was discharged from the hospital and on the same day the treatments with fortum and reflin were discontinued. It was reported that fifteen days after the day of onset, the peritonitis was resolved and the patient was recovered from the event. At the time of this report, dianeal therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and the outcome of the peritonitis were unknown. It was unknown if the patient was admitted to the hospital for the peritonitis event. On an unreported date, the patient began treatment for the peritonitis with injection (inj) fortum (1 gram, route and frequency not reported) and inj reflin (1 gram, intraperitoneally, frequency not reported). The action taken with dianeal therapy was not reported. No additional information is available.